Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient called to report that they felt dizzy and that their pacemaker was set at 55 bpm but their heart rate has been at 51 bpm all day. The patient stated that they didn't think the device is doing its job. Follow-up was conducted to obtain information on the patient, but the attempts were unsuccessful. Any additional information received will be added to the event. The device remains in use. No patient complications have been reported as a result of this event.